Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd legacy plus pump alarmed an no disposable- pump won¿t run, and cassette was removed twice, air bubbles was noted and the alarm persisted. The device was under delivered. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.